Event description:
It was reported that the hospital has experienced questionable arterial pressure measurements. No patient complications were reported. Femoral pressures were varying about 25-40 mls between the transducers and the cuffs. The hospital changed out the transducers to a single transducer set-up without the vamp but with the same lot number and monitored that for a few minutes ¿ no change noted. Another transducer out of a double kit was used that had different lot number and the abp and nbp correlated appropriately.

Manufacturer narrative:
The device is under evaluation and a follow up will be submitted with our findings.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one unused single dpt - vamp adult kit, in sealed original package and one non-edwards introducer for examination. Blood was visible throughout the introducer. The dpt zeroed and sensed pressure accurately on a pressure monitor. Pressure was measured at various pressure values, 0, 50, 100 and 300 mmhg. Electrical testing also showed that the dpt electronic components were intact because both input and output impedance were within specifications. There was no visible defect observed from the dpt cable connector. The introducer was patent and no abnormalities were observed from the introducer. Although the event could not be confirmed during analysis, it is possible that some other procedural factors may have occurred which could not be duplicated in our laboratory setting. No actions will be taken at this time. The device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.